Event description:
It was reported that the patient was admitted to the hospital after experiencing a fall at home after passing out. The patient sustained a subdural hematoma. Telemetry monitor exhibited an episode of asystole. Upon device interrogation, the right ventricular lead exhibited loss of capture. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
(B)(4).